Manufacturer narrative:
Final analysis found insulation abrasion exposing the outer coil at 46.5 cm to 47.7 cm from the connector pin. Abrasions are consistent with constant friction with another implantable device.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds, decreased sensing and low impedances. Upon lead extraction an insulation abrasion was noted on the lead.